Event description:
It was reported that the biomed stated arctic sun device was had temperature issues. Then during troubleshooting they discovered the inlet pressure was reading -2.99. Little to no suction when placing thumb over manifold. The circulation pump was very close to failure. The system hours are 5710.1 and pump hours are 4911.9. The customer request 2k p.m. Because of usage hours over 2000. As per sample evaluation results on 18oct2023, it was reported that the temperature issue was also confirmed due to a faulty chiller and faulty mixing pump. Outer shell to chiller frame alignment stud missing. Level sensor bracket (B)(6) missing. Manifold inlet double bend tube was inserted into and drawing water from the chiller tank and the evaporator outlet tube was inserted and emptying into the main tank where the manifold tube was supposed to be inserted . The double bend tube was expanded. Tank seals were lifted . Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. Confirmed trouble cooling. Serviced chiller. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated arctic sun device was had temperature issues then during troubleshooting they discovered the inlet pressure was reading -2.99 psi. Little to no suction when placing thumb over manifold. The circulation pump was very close to failure. The system hours are 5710.1 and pump hours are 4911.9. The customer request 2k p.m because of usage hours over 2000. Per sample evaluation results on 18oct2023, it was reported that the temperature issue was also confirmed due to a faulty chiller and faulty mixing pump. Outer shell to chiller frame alignment stud missing. Level sensor bracket (B)(6) missing. Manifold inlet double bend tube was inserted into and drawing water from the chiller tank and the evaporator outlet tube was inserted and emptying into the main tank where the manifold tube was supposed to be inserted. The double bend tube was expanded. Tank seals were lifted. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Confirmed trouble cooling. Serviced chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device was had temperature issues. Then during troubleshooting they discovered the inlet pressure was reading -2.99. Little to no suction when placing thumb over manifold. The circulation pump was very close to failure. The system hours are 5710.1 and pump hours are 4911.9. The customer request 2k p.m. Because of usage hours over 2000. Per sample evaluation results on (B)(6) 2023, it was reported that the temperature issue was also confirmed due to a faulty chiller and faulty mixing pump. Outer shell to chiller frame alignment stud missing. Level sensor bracket dy40301601r missing. Manifold inlet double bend tube was inserted into and drawing water from the chiller tank and the evaporator outlet tube was inserted and emptying into the main tank where the manifold tube was supposed to be inserted. The double bend tube was expanded. Tank seals were lifted. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.